Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and verified that no errors were presented on the system or the erbe during the activation of energy. The isi fse explained that close proximity to another instrument can cause arcing and to avoid this situation when activating energy. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales manager (csm) called the isi technical support engineer (tse) and requested the field service engineer (fse) to inspect the system. The isi csm stated that the monopolar curved scissors (mcs) instrument arced energy to the uterine manipulator and burnt the uterine manipulator. The isi csm stated that the site was using a grounding pad. The isi csm did not report any patient injury. The isi tse recommended that the site return material authorize (RMA) the affected instrument. The procedure was completed with no reported injury.